Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine leiomyoma ("uterine fibroids"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2005), pre-eclampsia, miscarriage, asthma, varicose vein, pulmonary embolism, acute kidney injury, nephritis interstitial, ventral hernia repair, appendicitis, allergic rhinitis, vocal cord dysfunction, acute renal failure, gastroesophageal reflux disease, esophagitis, atypical squamous cells of undetermined significance, sleep apnea, appendectomy, ovarian cyst, small bowel resection and trachelectomy. Mr-no nausea, no vomiting, having normal bowel movements.denies post coital bleeding, no blood in urine or stools. There was no abdominal free air, free fluid , lymphadenopathy, or bowel dilatation. No osseous there was no pelvic free air, free fluid, lymphadenopathy, or bowel dilatation. The appendix has an unremarkable CT appearance. No acute abnormality is identified in the abdomen or pelvis,no fevers, neuro deficits, or trauma.no radiating, sharp, worse c movement, burning, urination, hematuria. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, general anesthesia, fibroids, muscle spasms, depression, allergic reaction to analgesics, drug hypersensitivity, periumbilical pain, back pain, pain in extremity, bacterial vaginosis, abdominal adhesions, hypertension, deep vein thrombosis recurrent, epigastric discomfort, allergic reaction to analgesics, vocal cord dysfunction, superficial thrombophlebitis, insomnia, decreased appetite, restlessness, abdominal hernia repair, appendicitis, diverticulitis, abdominal pain, nausea, urinary tract disorder, vaginal disorder (vaginal complaints), photophobia, urinary tract infection ((with e coli bacteria )), escherichia coli test positive, abdominal cramps, sneezing, coughing, gastroesophageal reflux disease, methicillin resistant staphylococcal culture, obstructive sleep apnea syndrome, trigeminal neuralgia and acute lumbago. Family history included diabetes, glaucoma, hypertension and urinary incontinence. Concomitant products included azelastine hydrochloride (optivar), fluticasone propionate (flonase), loratadine (claritin) and salbutamol (albuterol) for asthma as well as axotal (butalbital/caffeine/paracetamol/) since 2017, budesonide w/formoterol fumarate (symbicort) since 2017, carbamazepine since 2010, dicycloverine (dicyclomine) since 2017, ketoconazole since 2013, montelukast (singulair) since 1990, nystatin since 2017, omeprazole since 2010, rivaroxaban (xarelto) since 2016, sennoside a+b (senexon) since february 2017, solifenacin succinate (vesicare) since 2012, topiramate since 2000, venlafaxine since 2015 and warfarin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, 5 years 2 months after insertion of essure (ess205), the patient experienced trigeminal neuralgia ("trigeminal neuralgia"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced oesophagitis ("gastrointestinal or digestive system condition- type: esophagitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent total supracervical hysterectomy on (B)(6) 2010). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, oesophagitis, migraine, headache, trigeminal neuralgia, allergy to metals, dysmenorrhoea and weight increased had not resolved and the uterine leiomyoma, abdominal pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, oesophagitis, pelvic pain, trigeminal neuralgia, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: no dye was present in the fallopian tubes or the abdomen at the end of the procedure. The device's coils were visualized bilaterally. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal: yes discrepancy noted regarding essure removal - have you had your essure (or any part of the device) removed? No. She is currently planning for removal. Current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion on (B)(6) 2005 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2010,surgical path report- final ,diagnosis: morcellized uterus (72gm) showing: multiple intramural and subserosal leiomyoma uteri. Benign secretory phase endome·trium. Gcct was done and found to be negative color doppler revealed blood flow to the right ovary. Findings: CT abdomen: limited images through the lower thorax are unremarkable. The liver, gallbladder, pancreas, spleen, kidneys, and adrenal glands are unremarkable. Mesh is again noted in the anterior abdominal wall with an overlying small fluid collection in the subcutaneous fat that measures 2.6 x 1 .2 cm, unchanged compared to the prior study (image 52 series 2). Abnormality was identified.CT pelvis: a round fluid density structure in the left adnexa measuring 2.0 cm in diameter likely represents a physiologic cyst. Concerning the injuries reported in this case, the following one were reported via medical record: dysfunctional uterine bleeding and also confirmed events migraine, uterine leiomyomata, pelvic pain, menorrhagia, headache, vaginal bleeding, irregular bleeding. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: events abdominal pain and cramping were added. Event gastrointestinal or digestive system condition- was updated to esophagitis. Onset date of events added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine leiomyoma ("uterine fibroids"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2005), pre-eclampsia, miscarriage, asthma, varicose vein, pulmonary embolism, acute kidney injury, nephritis interstitial, ventral hernia repair, appendicitis, allergic rhinitis, vocal cord dysfunction, acute renal failure, gastroesophageal reflux disease, esophagitis, atypical squamous cells of undetermined significance, sleep apnea, appendectomy, ovarian cyst, small bowel resection and trachelectomy. Mr-no nausea, no vomiting, having normal bowel movements. Denies post coital bleeding, no blood in urine or stools. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, anesthesia, fibroids, muscle spasms, depression, allergic reaction to analgesics, drug hypersensitivity, periumbilical pain, back pain, pain in extremity, bacterial vaginosis, abdominal adhesions, hypertension, dvt, epigastric discomfort, allergic reaction to analgesics, vocal cord dysfunction, superficial thrombophlebitis, insomnia, decreased appetite and restlessness. Family history included diabetes, glaucoma, hypertension and urinary incontinence. Concomitant products included azelastine hydrochloride (optivar), fluticasone propionate (flonase), loratadine (claritin) and salbutamol (albuterol) for asthma as well as budesonide w/formoterol fumarate (symbicort) since 2017, butalbital since 2017, carbamazepine since 2010, dicycloverine (dicyclomine) since 2017, ketoconazole since 2013, montelukast (singulair) since 1990, nystatin since 2017, omeprazole since 2010, rivaroxaban (xarelto) since 2016, sennoside a+b (senexon) since (B)(6) 2017, solifenacin succinate (vesicare) since 2012, topiramate since 2000, venlafaxine since 2015 and warfarin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, 5 years 2 months after insertion of essure (ess205), the patient experienced trigeminal neuralgia ("trigeminal neuralgia"). In 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain, uterine leiomyoma, menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition- type:"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with surgery (underwent total supracervical hysterectomy on (B)(6) 2010). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, gastrointestinal disorder, migraine, headache, trigeminal neuralgia, allergy to metals, dysmenorrhoea and weight increased had not resolved and the uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, trigeminal neuralgia, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: no dye was present in the fallopian tubes or the abdomen at the end of the procedure. The device's coils were visualized bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6) 2005 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2010,surgical path report- final ,diagnosis: morcellized uterus (72gm) showing: multiple intramural and subserosal leiomyoma uteri. Benign secretory phase endome·trium. Gcct was done and found to be negative color doppler revealed blood flow to the right ovary. Concerning the injuries reported in this case, the following one were reported via medical record: dysfunctional uterine bleeding and also confirmed events migraine, uterine leiomyomata, pelvic pain, menorrhagia, headache, vaginal bleeding, irregular bleeding. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history,concurrent condition, concomitant medication, treatment drug, lab tests were added. Events oesophagitis, weight increased, dysmenorrhea, allergy to metals, trigeminal neuralgia, headache, migraine, gastrointestinal disorder, urinary tract disorder, bladder disorder and vaginal hemorrhage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (underwent total supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure (ess205). Diagnostic results: on (B)(6) 2005 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.